Event description:
It was reported that this right ventricular (rv) lead exhibited a shock impedance measurement of 0 ohms. Previous low, within normal range shock impedance measurements were observed. Technical services (ts) discussed possible electromagnetic interference (emi) interference. Ts discussed troubleshooting options. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.